Manufacturer narrative:
Qc for total protein and albumin was within specifications before and after the event. The root cause for this event was an incorrect globulin formula entered by bci at install. Customer collaborated with the bci hotline and was given a list of the correct calculated test formulas. No service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining high globulin results that were generated by the au481-02e clinical chemistry analyzer. The erroneous results were reported outside the laboratory. The original specimens were corrected and amended reports were issued. Patient treatment was not impacted in this event.